Event description:
Canada reported the following event. During a femoral nailing procedure on a male reported as "50+", the little pin in the standard insertion handle broke during insertion while the surgeon tried to rotate the nail in the patient. The surgeon had to complete the locking freehand which led to a 115 minutes delay in surgery time. Surgery was completed. Patient was reportedly "ok' following surgery and was discharged. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient reported as (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned standard insertion handle (lot 3000520) was manufactured on november, 2008 and is approximately 6 years old. The standard insertion handle was received with multiple hammer marks on the bottom side of the handle. The proximal ends locating tab where the handle engages to the implantable nail is broken off. There are hammer marks on top of the device and scratches consistent with normal use. The hammer marks on the bottom side of the insertion handle is indicative of applying un-recommended cantilever force on to the now broken distal locating tab. In addition to the cantilever force applied on the insertion handle during nail positioning, rotating the nail using the insertion has likely led to this complaint. The method of use as not recommended has led to this complaint. Per the titanium lateral entry femoral recon nailing technique guide: all such insertion/ removal techniques are intended to be performed by using the slide hammer>hammer guide>driving cap connected to the proximal side of the insertion handle. A review of the design drawing indicates that the returned part was manufactured to the relevant drawing. The design is adequate for its intended use and did not contribute to the complaint condition. The method of use is likely to have led to reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial; reporter phonone: (B)(4). A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.